Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was 206 mg/dl at the time of event. The infusion set was in use for 3 days. The event occured after three or more hours of insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.